Event description:
Pt with alcl on rt breast after silicone implants. It was identified in a pathology result. Nineteen years old silicone implants by nagor. Alcl was checked in rt breast only due to late seroma about 1 year after removal of the implants.